Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the event. Internal/external inspections were performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The accuracy confirmation test was performed and the device failed. The device was then tested and passed the temperature verification. The pneumatic system was tested and revealed no leaks or pressure abnormalities. An inspection revealed that the piston foam was degraded. The cause of the condition was determined to be degraded piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.